Event description:
Reporter stated the customer experienced hyperglycemia and diabetic ketoacidosis due to a blockage in the infusion set. The customer felt sick and vomited, and her mother took her to the hospital. She was hospitalized for 3 days and treated with insulin. The infusion device provided an e4 occlusion error on the morning of the event. The alleged infusion set was discarded and will not be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.